Manufacturer narrative:
H3 other text: device returned but not yet evaluated.

Event description:
The manufacturer became aware of a ds2adv auto CPAP device with complaints black filters. In addition, the device was overheating and running out of water. There was no report of patient harm or injury. The device was returned but not yet evaluated. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The device has been visually inspected by the manufacturer. The evaluation result found dust, dirt, keratin in the device. The manufacturer unable to confirm the evidence of foam degradation or breakdown. There was 2 error code found. (Device) problem code grid, evaluation method code grid, evaluation results code grid and conclusion code grid are updated.